Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they were trying to start therapy on the arctic sun device. They had tried two devices, two probes and filled it with water, but still could not get therapy started. Currently using another device and it would not read the patient¿s temperature. Mss confirmed the esophageal probe would not read on the arctic sun device or the bedside monitor. Mss also suggested trying a third probe. If the probe would read on the monitor, but not device, replace the temperature in cable. Nurse would try another probe and call back if issue were not resolved. Per follow up information received on 17aug2022, nurse stated there was no reported injuries and patient was able to complete therapy on different device and a new probe. The devices were sent to biomed, unsure of device status or what caused the issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that they were trying to start therapy on the arctic sun device. They had tried two devices (pr#(B)(4)) (pr#(B)(4)), two probes (pr#(B)(4)) (pr#(B)(4)) and filled it with water, but still could not get therapy started. Currently using another device and it would not read the patient¿s temperature (pr# (B)(4) - serial (B)(6) ). Mss confirmed the esophageal probe would not read on the arctic sun device or the bedside monitor. Mss also suggested trying a third probe. If the probe would read on the monitor, but not device, replace the temperature in cable. Nurse would try another probe and call back if issue were not resolved. Per follow up information received on 17aug2022, nurse stated there was no reported injuries and patient was able to complete therapy on different device and a new probe. The devices were sent to biomed, unsure of device status or what caused the issues.